Manufacturer narrative:
During the evaluation of the device at the third party service center, the device failed steps during testing. The device's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for routine preventive maintenance. The device was not in pt use.